Event description:
Davinci mega suturecut needle driver broke during use. The wires at the tip of the instrument broke during the suturing.what was the original intended procedure?inguinal hernia repair.